Event description:
It was reported that the device screen became unresponsive and turned off unexpectedly, with a green charging indicator illuminated and no response to the sleep/wake button, despite attempts to charge using different outlets and subsequent replacement of the charger, after which normal function resumed. Symptoms included no adverse clinical effects. Outcomes included no impact on health status and no alarms. Investigation included troubleshooting and user education, including verification via user-provided video and charger replacement. Investigation of this case revealed a device charging issue consistent with a charger or power supply malfunction affecting the user interface display, which was resolved by providing a new charger. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the external power accessory.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.